Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a system failure. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5, h6), corrected data: evaluation codes result and evaluation codes conclusion corrected (updated h6). Device available for evaluation corrected (updated d10).

Event description:
Additional information received indicated there was no patient involvement.